Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received readings of 176 and 173 mg/dl. The normal control range is 87-117 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.